Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 video analysis investigation summary: this is an analysis for a video submitted for evaluation. During the visual analysis, the following was observed: the video shows the user with an apparently fragile suture. The video is not clear to determine the failure mode based on the video review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The following information was requested, but unavailable: if possible, please provide the lot number. Unk.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: if possible, please provide the lot number. Unknown. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 device not returned.

Event description:
It was reported that a patient underwent a thyroid procedure on (B)(6) 2024; and a suture was used. During the procedure, the suture broke when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 5/1/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received one open sample that pertains to product code vcp771d. Upon visual assessment of the winding former, it was observed a detached needle, one suture piece, and six needle suture combinations. The sutures were examined, and the strands had begun with a degradation process caused by exposure to the environment. Per the condition of the returned sample, the functional test could not be performed. In addition, the top foil was not returned for evaluation. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.